Manufacturer narrative:
Device rebooted; returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a c-arm fault occurred during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.